Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy procedure, while disconnecting lung parenchyma, the green button was able to be pressed. The surgeon attempted to squeeze the handle, however, the device made a strange noise and there was a great resistance and staples cannot be formed. Surgeon changed the handle and reload to resolve the issue. There was no patient injury.